Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. It was also reported that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no damage found on the keypad and all the keypad buttons responded appropriately to presses. The keypad cover was removed and no internal keypad button defects were found. The battery compartment was cracked and the leak test verified leak at the battery compartment crack. The pump was opened and moisture was present inside the pump. Unrelated to the original complaint, the display was dim and discolored. There was also moisture visible behind the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.